Manufacturer narrative:
An attempt to inflate the balloon of the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear on the balloon, approx 4.5mm from the proximal tip. The review of the lhr (lot f1317705) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be determined.

Event description:
It was reported by the aci vascular closure specialist that a (B)(6) year old male pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the femoral head via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure at the arteriotomy. The device was removed and the pt was converted to manual compression for less than 30 minutes. The pt's hospitalization was not mynx device / mynx procedure related. The pt was discharged on (B)(6) 2013 with no clinical sequela noted.